Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 38 after a restart, which interrupted insulin delivery until the device was restarted and later replaced; the patient¿s blood glucose was affected, with a reported high of 354 mg/dl, and the patient used a manual insulin injection as back-up therapy. Symptoms included hyperglycemia without immediate health effects. Outcomes included temporary interruption of insulin delivery, need for back-up therapy, and device replacement. Investigation included review of device history and user reports, verification of the alert in device history, and assessment of use of back-up therapy and ketone testing. Investigation of the returned device revealed an alert-related pump malfunction consistent with a restart error, with the pump component implicated and no professional medical intervention required. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to an alert following restart.